Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was not installed in the clevis and missing. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation related to the reported complaint: the instrument was found with cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appeared to be broken but it was not. The cable crimp was captured inside the welded grip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery spatula instrument had a broken cable. The procedure was completed with no patient harm.